Event description:
It was reported that ventricular fibrillation occurred. The patient presented with myocardial infarction and bad cardio-pulmonary function. The target lesion was located in the severely stenosed ostial and proximal right coronary artery (rca). Following placement of a guide catheter in the ostial rca, ventricular fibrillation occurred suddenly and the physician took action to stabilize the patient. The physician then advanced a 4.00x28mm promus element¿ stent to the treat the target lesion, but the patient again went into ventricular fibrillation. The physician withdrew the device and stopped the procedure. The patient was referred for observation and was given medication in the hospital. Some time later, the patient was discharged. The patient's status at discharge was stable. About one week post discharge, the patient died at home. In the physician¿s opinion the death was unrelated to the device.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device revealed that the crimped stent was partially expanded. The partially expanded stent appears to have a profile with the maximum stent od measuring larger than a review of the associated batch records indicate as the maximum crimped stent profile. The observations of the stent would suggest that the stent was partially expanded. Based on the complaint report, the expansion of the crimped stent may have been initiated prior to the withdrawal of the system from the patient. Foreign material (fm) resembling a white coloured fibrous strand appears to have been caught on the partially expanded stent struts. It is likely that the fm got caught on the partially expanded stent struts after withdrawal from the patient. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that ventricular fibrillation occurred. The patient presented with myocardial infarction and bad cardio-pulmonary function. The target lesion was located in the severely stenosed ostial and proximal right coronary artery (rca). Following placement of a guide catheter in the ostial rca, ventricular fibrillation occurred suddenly and the physician took action to stabilize the patient. The physician then advanced a 4.00x28mm promus element ¿ stent to the treat the target lesion but the patient again went into ventricular fibrillation. The physician withdrew the device and stopped the procedure. The patient was referred for observation and was given medication in the hospital. Some time later the patient was discharged. The patient's status at discharge was stable. About one week post discharge, the patient died at home. In the physician's opinion the death was unrelated to the device.

Manufacturer narrative:
Device is combination product. (B)(4).